Event description:
A customer contacted beckman coulter, inc (bec) concerning a leak from the left side of their unicel dxi 800 access immunoassay system. There were no reports of injuries to the user. No effect to patient or user was reported in connection with this event.

Manufacturer narrative:
Bec field service engineer (fse) was dispatched for this event. The fse found a split peri-pump tubing on the wash buffer transfer pump. The fse performed a preventive maintenance. Bec identifier for this report is (B)(4).